Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it was reported that after use of essix c+ plastic, a patient experienced an allergic reaction. The reported symptoms were swollen lips and gums, a rash on the patient's lips and a sore throat. The patient was taken to the emergency room where he was given steroids and other medication through an IV.